Manufacturer narrative:
The philips remote service engineer performed trouble shooting with biomed and confirmed a 5 second delay in the audio at the surveillance. The 3h surv 097 was rebooted to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was not established; however, it was related to a need to reboot the 3h surv 097. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the patient information center ix indicating that the audio is having a delay. The device was in use on patient at time of event, there was no adverse event reported.